Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that the patch on a 380cc mentor memorygel breast implant prosthesis was observed to be defective pre-operatively. The patch appeared to be separating from the shell of the implant. As such, the device was not utilized. The scheduled procedure was not delayed as another device was available for use.

Manufacturer narrative:
On april 19, 2022, the mentor analysis lab received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 22, 2022, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that the had an area of delamination at the union between the patch and shell on the posterior view, with no leaks observed on the delamination site. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Additional investigation was performed and it was determined the bond of the patch is secure, and the appearance of delamination was caused by a series of bubbles that have settled along the patch perimeter. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Manufacturer¿s reference number: (B)(4).